Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The feature that automatically monitors pacing thresholds on the lv lead was programmed off at that time. A lack of lv capture due to the previous reprogramming was found to be responsible for a low effective crt pacing during a recent interrogation. The lv lead remains in use. No further patient complications have been reported as a result of this event.